Event description:
It was reported that the device was explanted approximately after an implant duration of 98 months, due to aortic stenosis. Info learned per response from surgeon.

Manufacturer narrative:
Device not returned.